Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy stopped. On the day of the call, the manufacturer representative (rep) interrogated the ins with the clinician programmer and it showed another por (however, patient states they have been feeling stimulation prior to today). The patient stated they were not around any type of emi. The steps were reviewed with the rep on how to clear the power on reset (por). It was noted that the por had a 0x400 parity error. The por was successfully cleared.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.